Event description:
A report from a foreign country indicated that a patient had a thrombotic event approximately one year after receiving a cypher stent. The target lesion was the mid and distal right coronary artery (rac) described as 3.16 x 9.6 mm in length, de novo, eccentric, calcified with flexion and a type b2 classification. A 3.0 x 23 mm cypher was implanted first at the mid rca at 20 atms and a 3.0 x 18 mm cypher was implanted in the proximal rca at 20 atms. The stents were overlapping one another. Post dilatation was conducted with an unknown 3.0 x 18 mm balloon at 24 atms. Intravascular ultrasound was conducted and residual stenosis was 0.4%. Timi flow was three before the procedure and three after the procedure. One year later, the patient was taken to the hospital for chest pain during exercise. Coronary angiogram confirmed a thrombus in the cypher implanted in the distal rca. Prior to this event, patient had difficulty walking because of arteriosclerosis obliterans. The cypher in the proximal rca was patent. The thrombus was treated by balloon angioplasty. According to the physician, the possible cause of the thrombus was because the patient has a systemic arterial sclerosis and the stent might be under-dilated.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.